Manufacturer narrative:
The charging glass is an accessory to the diamondclean rosegold toothbrush. The serial number of the charging glass was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the charging glass not being returned.

Event description:
Consumer called stating that they cut their middle finger on the charging glass for the diamondclean rosegold toothbrush. Medical attention was sought and they received a stitch for the cut.

Manufacturer narrative:
The root cause of the customer's complaint is a shattered glass.